Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system will not boot up. Upon some functional test fse found the ups was tripped, which is the reason the system isn't turning on. The fse reset circuit breakers and ups, and m cabinet. After reset ups and m cabinet, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.